Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device failed a test step during testing. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's active exhalation control module needs to be replaced to address the issue. 17 other device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.